Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim: secondary infusions not emptying completely ¿ if they program a 50ml bag it doesn¿t all infuse, so the clinician will program 60-70ml, which resolves the issue. Cpc discussed overfill. Cpc also discussed optimizing secondary infusions and set-up. Clinician was not aware that you have to fully extend the secondary hanger, stating he would ¿use it as it is¿ ¿ whether the hanger was folded or extended in the patient room. Clinicians also stated they were not aware that you need two extended hangers for secondary rates/volumes greater or equal than 500. One nurse reported not usually using large volumes as a secondary, but another nurse stated they do put 1l bolus bags as a secondary sometimes

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the secondary infusions not emptying completely. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.